Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient's device was explanted due to electrode migration.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted as the active electrode array migrated out of cochlea. This a final report.

Event description:
The patient's device was explanted due to electrode migration.